Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing sensations of their heart jumping around while wearing a electro magnetic field protection device and felt like it was interfering with their pacemaker. They also stated" when I got home, I took the product off, and my heart seemed to calm down". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.